Manufacturer narrative:
Vyaire medical file identification: (B)(4). The ventilator was received in house at the carefusion facility in palm springs, ca. For evaluation. The unit was placed on tests and event trace is being reviewed. No root cause has been determined yet since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the ltv 1200 ventilator has inaccurate peep issues. Patient involvement is not known at this time.

Manufacturer narrative:
Results of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported issue was confirmed and duplicated. Investigation revealed that the solenoid mount wires were pinched under the turbine. The solenoid wires were corrected,6 year pm was performed and the vent passed all testing.